Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Corrosion was observed on the bottom battery, chassis, mechanism rails, and pcb. Battery voltages were low due to the corrosion. Pcb corrosion prevented the retrieval of download data. As such, the presence of an alarm could not be determined. A tear was observed on the unexposed portion of the soft cannula, from which fluid was observed to leak. The internal leak is confirmed as the root cause of the internal corrosion. It could not be conclusively determined if the internal leak is related to the reported event.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition, the patient reports receiving a pod hazing alarm during wear.